Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the product code and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear and osteolysis. Loosening of the tibial tray at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
Additional narrative:if information is obtained that wthis complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.as not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.